Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an unexpected low glucose during the night despite otherwise stable readings and appropriate use behaviors, and he treated the event with oral glucose such as lemonade without rebound hyperglycemia. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention with oral glucose. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.